Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that stent fracture occurred resulting to additional intervention. A percutaneous transluminal coronary angioplasty was performed. The 80-85% stenosed target lesion was located in the non-tortuous and mildly calcified left anterior descending artery. A 2.75 x 28 synergy drug-eluting stent was implanted, and post dilation was performed with non-compliant balloon for proper apposition. However, stent fracture was observed. The physician deployed one more synergy stent to cover the fractured portion and the procedure was completed. No patient complications were reported.